Event description:
It was reported that this atrial lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms, despite multiple efforts to repositioning the lead. A replacement atrial lead was not required as a single chamber device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms, despite multiple efforts to repositioning the lead. A replacement atrial lead was not required as a single chamber device was implanted. No adverse patient effects were reported.